Manufacturer narrative:
Block e1 initial reporter city: (B)(6) block h2: additional information: b5 event description block h6: device code a0401 captures the reportable investigation finding of pull wire break. Block h10: the returned dakota grasper was analyzed, the thread cap was disassembled and the pull wire was removed from the sheath, and the pull wire was found broken. No other problems were noted. The two video clips shows one dakota with the grasper in a close or retracted position. However, the user actuated the device and the grasper did not open. The reported event was confirmed. Based on all available information, it is impossible to ascertain if the failure was cause due to incorrect handling of the product or prior to this since the package was received already open. Most likely, procedural factors as handling of the device prior to use could have lead to the reported event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a dakota basket was used in the ureter during a ureteroscopy procedure performed on(B)(6), 2021. During preparation, the basket failed to open when the physician tried to open it. The procedure was completed successfully. There were no patient complications as a result of this event. Investigation results revealed the pull wire was broken; therefore, this is now an MDR reportable event (see block h10 for investigation details). ***additional information received on (B)(6), 2021*** the procedure was completed with another dakota basket.

Manufacturer narrative:
(B)(6). (B)(4). The returned dakota grasper was analyzed, and a visual inspection noted that the sheath did not present any visual damage. A functional inspection found the grasper did not open. The thread cap was disassembled and the pull wire was removed from the sheath, and the pull wire was found broken. No other problems were noted. The two video clips shows one dakota with the grasper in a close or retracted position. However, the user actuated the device and the grasper did not open. The reported event was confirmed. Based on all available information, it is impossible to ascertain if the failure was cause due to incorrect handling of the product or prior to this since the package was received already open. Most likely, procedural factors as handling of the device prior to use could have lead to the reported event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a dakota basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2021. During preparation, the basket failed to open. A video clip was provided showing the basket failed to open. The procedure was completed successfully. There were no patient complications as a result of this event. Investigation results revealed the pull wire was broken; therefore, this is now an MDR reportable event.